Manufacturer narrative:
It was reported, "general surgeon had 3 patients come back to her office with a reaction to the optifoam dressing that have had no prior allergies/reaction to adhesive" and "patients have an area of redness/reaction of where the dressing was placed." According to the customer contact "all 3 patients were given steroid to help with the reaction." It was reported, optifoam dressings "were used as dressing for umbilical hernia repairs." The customer contact stated, "patients had no co morbidities, no allergies, no creams or barriers were used." It was reported, "chloraprep was used to prep the patient with a 3-minute dry time before drapes we placed or procedure was started" preceding the reported incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported, "general surgeon had 3 patients come back to her office with a reaction to the optifoam dressing that have had no prior allergies/reaction to adhesive" and "patients have an area of redness/reaction of where the dressing was placed."